Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient had a non-device related surgery where electrocautery was used. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001). The reported complaint of ipg would not connect or charge was confirmed. The device is not functional. The u1-analog ic was damaged. The device exhibited excessive sleep current leakage (83.5 ma). A hot spot was observed on u1-analog ic (38.3°c). The impedance between vh and ground was low. Exposing the ipg in high voltage transients can cause this type of failure (er2010). The use of electrocautery during a non-device related procedure resulted in damaged u1-analog ic.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patients ipg would not connect or charge. The patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.